Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from wear. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the motor device displayed an e6(overheat warning) error code, would not run, was loose, had an illegible labeling etch and cord damage. It was further determined that the device failed pretest for visual assessment (verify that all markings are present and legible) and (verify that the cord is not damaged), loctite assessment and motor thermistor assessment. It was noted that the device hose was flawed, housing pin was loose, set screw was loose, unable to rotate and displayed an e-6(overheat warning) error code. It was noted in the service order that an unspecified error was shown. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2022. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.